Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had front-end ECG failure. The customer is requesting that the device be returned for bench repair. There was no reported patient involvement/adverse patient impact.